Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was provided for investigation. The allegation was confirmed via data as a signal loss over an hour. The probable cause was the patient closed the mobile app.